Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received that indicated product analysis was completed on the generator and lead. The generator was tested and met specifications. No eri flags were observed during testing. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Note that since the electrode array portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies noted on the returned portion of the lead.

Event description:
It was initially reported that the patient had their lead and generator explanted due to infection. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Follow-up indicated that wound and blood cultures were taken. The blood cultures had no growth and the office did not have the results of the wound cultures. The infection was first noticed when there was pleural fluid coming out of the chest incision site. It was believed that the infection was cause by the patient manipulating and playing with the generator. The device history records were reviewed confirming sterilization of the lead and generator prior to distribution.